Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extremely stretched and dried blood present within the helix housing. Analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix during the attempted implant.

Event description:
Boston scientific received information that during attempted implant of this lead, the physician reported over 30 clockwise turns required to extend the helix following lead placement. Due to unfavorable thresholds at this location, the helix was attempted to be retracted via 30 counterclockwise turns; however, no movement was then observed. With minimal effort the lead was removed from the vessel and the physician confirmed nonfunctional helix movement. Another lead was successfully implanted and the attempted implant lead was returned for analysis. No adverse patient effects were reported during nor post-implant.